Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report is being filed because there are indications that the event occurred while the device was in use by a pediatric patient (under 18) and per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that they thought the pump was delivering air and that it was not alarming. At the time of the complaint the initial reporter stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [(B)(4)].